Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up with a solid green dot in the middle of the display. Complainant indicated that there was no pt involement in the reported malfunction.